Event description:
User alleges that during a procedure with a di-300 IV administration set used with an h-1025 (fast flow fluid warmer) that the filter on the administration set was manufactured incorrectly. Another administration set from the same lot was used without any further incident.